Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use before an unspecified procedure with the subject device and a video system center otv-s300, 3d endoscopic image was not displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; -the manufacturing history (DHR) showed no irregularity. -as a result of using it in combination with olympus otv-s300, the reported event was not reproduced. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by damage of the endoscope due to removing the video connector when the video system center was on. If additional information becomes available, this report will be supplemented.